Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop rewind process and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 215 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The product will be returned.